Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: self test failed, wrong expiratory valve. Technical event: 232008, 232029, 232035, 232008, 233006, 233003, 233004, 233001. Technical fault: 431015, 444004, 431001, 446028. Failure occur during checking before patient connection. No patient involvement.